Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. Further received information indicated that the issue was solved by replacing membrane of the expiratory cassette. The device passed all performance tests and could be returned to clinical use. The device¿s logs were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).